Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm. Customer also stated other multiple error alarms. Customer was able to clear the alarms and rewind the insulin pump. Customer stated that insulin pump passed the self test. Trouble shooting was performed and the customer will discontinue to use the device.